Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire. The complaint regarding thermal damage to the yaw pulley was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the pulley cover of maryland bipolar forceps instrument had thermal damage. A backup instrument of same kind was opened. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. Reported maryland bipolar forceps instrument was available for return. No photographic images were provided. It was unknown if there was an arcing event.